Event description:
Pt complained of chest pain one hr and a half treatment. Kink found in arterial blood line by pct. The kink was noted approx 6 ins. From the connection at the arterial end of dialyzer.